Manufacturer narrative:
H6 - preliminary device analysis was not available as of the date of this report. Final device analysis will be sent in follow-up report when analysis has been completed. H6-final device analysis revealed all multiple conductors/wires broken. Further analyiss revealed fractures of all conductors via fatigue initiating immediate to the crimp ferrule.

Event description:
Pt was no longer experiencing appropriate stimulation from lead, and instead had "jolting" sensation when she moved certain ways. A copy of the pt's x-ray provided by the physician showed a sharp bend beneath the paddle portion of the lead. The device has been returned to the MFR, and is presently undergoing analysis.